Event description:
The consumer states "I was resting on the pad for over and hour and dozed off. Felt the pad gets to hot and she was burned on the back". Covered a large area between shoulders. There were large blisters which were red and painful. Consumer states there is a small scar on her back and that she believes this model is a safety concern.